Manufacturer narrative:
The system was examined, and the reported issue was replicated. To resolve the issue, the company representative cleaned and lubricated the optical coherence topography reference mirror guide rails, then found the system to meet specifications. The root cause of the reported event is attributed to wear/reliability of the system. How or why this part became non-conforming cannot be conclusively identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the laser had misjudged distance/depth causing the pattern not to cut in intended location and rhexis on a lens with multiple bubbles and poor red reflex, in the unknown eye during cataract surgery. There are multiple related reports for this reported event. This report addresses of unknown patient initials and unknown eye, and additional manufacturer reports will be filed for the other patients